Manufacturer narrative:
Additional warnings are noted in the sterrad 100s user guide: ¿warning! Do not attempt to sterilize items or materials that do not comply with the directions specified in this guide. You should read the medical device manufacturer¿s instructions or call (B)(4) to determine whether an item can be sterilized in this sterilizer.¿ the customer has been properly trained for use and handling of their sterrad ® 100s sterilizer and understand they are going outside of the asp documented lumen claims in the user¿s guide. Asp has decided to report this event as sterility cannot be assured since the instrument is not validated for the sterrad® 100s sterilizer, and the instrument has a lumen of less than 1 mm in diameter. Thus, there is potential for residual hydrogen peroxide (h202) to remain in the lumen and potential for patient exposure to h202. Asp will continue to follow up for additional information.

Event description:
An international customer reported a ¿homemade¿ instrument not validated or approved for use in the sterrad® 100s was processed in the sterilizer and used during surgery. They stated during the surgery, an electrode was passed through the lumen of the scope when a white ¿powder¿ fell from the lumen onto the ¿patient¿s brain¿. They stated the powder/residue could not be seen by the naked eye because the instrument had a lumen which was approximately 2 inches (50.8 millimeters) in length, and the lumen was less than 1 millimeter (mm) in diameter. There was no report of injury or harm to patient(s) associated with this issue. Advanced sterilization products (asp) will continue to follow-up for additional information regarding the status of the patient. No further information is known at this time. Per the sterrad 100s user guide, the indications for use state: ¿medical devices with only a single stainless steel lumen which have the following dimensions can be processed in the sterrad® 100s sterilizer: an inside diameter of = 1 mm but < 2 mm and a length of 125 mm or shorter.¿

Manufacturer narrative:
Correction: device manufactured from 08/1999 to 09/1999. The affiliate provided additional information regarding the instrument and reported that it is made of aluminum and has a lumen that is 1 mm or greater. The customer has been using the instrument for approximately five years and this even is the first instance of "powder" falling onto the patient's brain during a neurosurgery case. The internally made instrument was approved for "in-house" use by certain hospital departments and the neurosurgeons were aware that the instrument is made internally and is potentially not sterile. The customer made a clinical decision to continue to use this instrument and understand they are using it off-label and going outside asp re-processing claims. Asp investigation summary: the investigation included a review of the device history record, system risk analysis (sra) and visual analysis. The device history record (DHR) was reviewed for the sterrad® unit; no anomalies were observed that would contribute to the reported issue at the time of release. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was performed on the image provided by the affiliate. Several aluminum instruments are pictured; however, the lumen size cannot be confirmed based on the photo. The customer processed a non-approved device in the unit making this the most likely assignable cause for the reported issue. The customer made a clinical decision to continue to use this instrument and fully understands they are using it off-label and going outside asp re-processing claims. An asp clinical education consultant has since been on site to provide retraining for the customer including a sterrad® 100s review with specific focus on load preparation, h2o2 safety and lumen claims review. The issue will continue to be tracked and trended. No further action is required.